Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of system logfile found that there was a malfunction with flexvision pc. Failure analysis of flexvision pc shows failure with cmos battery. Fse replaced the flexvision pc. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not boot up, stalling at 00:00. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality.